Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided for review. The photos shows bruises like red marks on the chest area of the patient and one powerport clearvue attached to a catheter. However, the investigation is inconclusive for the reported infection as it is unknown whether the red marks on the patient skin was caused by the device. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement procedure, the patient allegedly experienced infection. It was further reported that port was removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that after a port placement procedure, the patient allegedly experienced infection. It was further reported that port was removed from the patient. The current status of the patient is unknown.